Manufacturer narrative:
Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: , baxter healthcare - mountain home 1900 n highway 201 mountain home, ar 72653 united states. Baxter healthcare (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette during automated peritoneal dialysis therapy. Renal therapy services (rts) reviewed the set-up steps with the hp. There was nothing unusual found during troubleshooting that would cause or contribute to the event. Rts advised the patient to contact their peritoneal dialysis registered nurse regarding the issue. The hp would start over using a new cassette. Rts discussed continuous ambulatory peritoneal dialysis with the hp. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h10. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.